Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. There was t-wave oversensing (twos) noted on the right ventricular (rv) lead and the discriminator in the implantable cardioverter defibrillator (ICD) failed to withhold therapy and the patient received an inappropriate shock. Reprogramming was performed and the lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.